Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant procedure, the helix would not extend even with a high number of turns. The physician was not comfortable with the lead. A new lead was implanted instead. No patient complications have been reported as a result of this event.